Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "they noticed an air bubble in their tubing. Patient indicated that they switched off the pump once they noticed the bubble. Patient confirmed that the bubble was past the filter during the infusion." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).